Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.

Event description:
(B)(6) states the right side wheellocks is loose. He received the manual wheelchair second hand. (B)(6) did not have a model or serial number. Referred to local dealer. The caller has no further information to provide.